Event description:
The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against the programmer (prm) of a burnt and a shorted out internal circuit board was confirmed. The programmer will not power up when the power button was pressed, and is evidently caused by the burnt circuit board which was then replaced. There was evidence of abuse or mishandling of the prm. The prm handle was cracked on the right side and was replaced. The front housing and the bottom housing was damaged and were also replaced. There was no fractured solder found. The prm then passed all functional tests after repair.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that when this programmer (prm) was plugged in, the field representative heard a pop and smelled like something was burning. The prm will be returned for analysis. No adverse patient effects were reported.